Event description:
It was reported that the system was explanted due to infection. The patient experienced fever and chills and the pocket was also warm to touch. A temporary pacemaker was implanted and the rv and atrial lead was replaced. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.